Manufacturer narrative:
Note regarding d4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
The customer contacted spacelabs healthcare technical support and reported that the xhibit central station displays would repeatedly turn on and off. There was no patient or user harm associated with this event. The customer biomed stated that they verified the issue and were able to resolve the failure by unplugging the display cable and resetting the device. Cause of failure was not established.